Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: anisomastia. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a breast augmentation revision with a 355cc mentor memorygel breast implant and suffered right-sided asymmetry postoperatively. The patient reports that her right breast has become smaller than her left, and notes that it is a result of a loss of scar tissue. As a result, the patient underwent bilateral removal and replacement with a 535cc memorygel breast implant on the right (s/n: (B)(4)) and a 380cc memorygel breast implant (s/n: (B)(6)) on the left on (B)(6) 2020.